Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. A device history record review was initiated to check that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a case, a 12tlw804f fogarty catheter from lot 64664590, broke off into a patient while doing a de-clot procedure. The balloon needed to be snared to remove it from the graft of the patient. There was no injury to the patient.

Manufacturer narrative:
Our product evaluation lab received one 12tlw804f catheter. Tip of the catheter was broken under the balloon. The catheter tip with balloon latex and both balloon windings were missing. A cross surface of broken section appeared uneven and rough. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage was observed from catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of the broken catheter was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.